Manufacturer narrative:
This report is being submitted as a correction to remove the device code of infusion or flow problem in h6: device codes (2). B3: date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that material separation occurred resulting in embolization of an unintended location. Obsidio was selected for several bleeds and kidney embolization procedures. It was noted that when using obsidio in small 1 to 2mm sized vessels, it is unpredictable and does not form as it should. Proper injection techniques were applied. The speed of the injections was average. The obsidio flowed forward and flexed. Fragmentation of obsidio occurred resulting in embolization of an unintended location. There were no patient complications.

Manufacturer narrative:
B5: describe event or problem: additional information. B3: date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that material separation occurred resulting in embolization of an unintended location. Obsidio was selected for several bleeds and kidney embolization procedures. It was noted that when using obsidio in small 1 to 2mm sized vessels, it is unpredictable and does not form as it should. Proper injection techniques were applied. The speed of the injections was average. The obsidio flowed forward and flexed. Fragmentation of obsidio occurred resulting in embolization of an unintended location. There were no patient complications. It was further reported that obsidio was used for a gastrointestinal (gi) bleed using standard technique. Additionally, the physician stated that obsidio "shoots out" at fast injections causing a more distal ischemia.

Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that material separation occurred resulting in embolization of an unintended location. Obsidio was selected for several bleeds and kidney embolization procedures. It was noted that when using obsidio in small 1 to 2mm sized vessels, it is unpredictable and does not form as it should. Proper injection techniques were applied. The speed of the injections was average. The obsidio flowed forward and flexed. Fragmentation of obsidio occurred resulting in embolization of an unintended location. There were no patient complications.